Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received noted the physician alleged the issue of the right ventricular lead could not be fixed when placed on the right ventricle was due to a patient anatomy related issue, and the physician's name was (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during the implant procedure, the right ventricular lead could not be fixed when placed on the right ventricle. The physician tried repositioning the lead several times but failed. The lead was removed and replaced. No adverse consequences reported on the patient.